Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer changed set, took regular bolus for lunch, then blood glucose went up to 536mg/dl; treated with 16units via pen. Checked the bolus, insulin did come out of pump. Customer's current blood glucose was 531mg/dl.